Event description:
The customer reported that the system would display a temperature sensor error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the temperature sensor and the generator interface printed circuit board. The system was tested and found to be working as intended and put back in service.